Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report # 2032227-2014-04105.

Event description:
Customer reported he tried to test the transmitter with the test plug and the lights did not flash. Blood glucose level was 102 mg/dl. Performed test plug procedures. Customer was advised to unplug transmitter from the sensor. No damage noted in the connection bridge of the transmitter. Turned sensor feature off and on. Customer was advised to connect the test plug and watch for the green led to blink several times on the transmitter. Customer stated it did not blink. Charged for a minute and tried again, still led did not blink. Customer called back after fully charging for eight hours attempted test again and led lights did not flash. No further information reported.